Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulty occurred. The 99% stenosed lesion was located the calcified and moderately tortuous popliteal artery. The symmetry small vessel balloon dilatation catheter was advanced to the lesion for treatment. The balloon failed to deflate despite application of the negative pressure by the physician. It was reported that blood flew back into the encore inflation device. A 0.010" guide wire was inserted in the balloon lumen and used to rupture the balloon forcefully. In addition, the hub of the symmetry small vessel balloon dilatation catheter was cut off and a mach1 guide catheter was advanced over the shaft of the symmetry small vessel balloon dilatation catheter and used to successfully remove the balloon catheter. The procedure was aborted due to this event. No further patient injuries or complications were reported. The patient's status was reported as "no problem".